Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. See report for any product information received. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
The reported devices were used to both femoral and tibial sides with acl reconstruction surgery in the past. It was reported that at the time of revision the surgeon found inflammatory reaction on only tibial side and also found the device in question dissolved with thick consistency. The patient is now under observation. The following additional information was received via e-mail from the affiliate on (B)(6) 2015: the affiliate was not able to receive much information regarding this event. The product code and lot number of the reported device is unknown. The device was removed from the patient. It is unknown if another was inserted. The original surgery and revision surgery dates are also unknown. It is unknown when the patient reaction was discovered that led the surgeon to perform the revision surgery. The reported device has dissolved and was like paste. The surgeon who was experienced with (B)(6) had never seen its material dissolve into a paste like substance.

Manufacturer narrative:
The complaint device was not received and is therefore unavailable for physical evaluation. The reported condition cannot be confirmed at this point. We will continue to remain receptive to additional information and update our records to reflect new findings. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.